Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) has received inappropriate shock and antitachycardia pacing (atp) therapy for sinus or atrial tachycardia. The heart rates could not be managed with the highest tolerated beta blocker dosage. Previous episodes showing atrial tachy with subsequent morphology changes to ventricular arrhythmias have occurred. However, more recently the detections and therapies seem to be mostly inappropriate, as observed with an exercise test where the patient was in sinus rhythm over 160 bpm. The physician was questioning whether v>a was overriding the morphology detection. The physician was planning to disable atrial discriminators and possibly increase the vt zone rate cut off to 180. The clinician and technical services discussed programming considerations. No adverse patient effects were reported, outside of the inappropriate atp and shock therapy received. The device remains implanted and in service.